Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic subtotal gastrectomy procedure, the recharge does not make the total stapling, causing significant bleeding. It is reinforced by manual suturing during surgery, a process that is very common in some surgical techniques to reinforce the staple line. There were no adverse consequences for the patient.